Manufacturer narrative:
H3 ¿ analysis of the returned catheter segment found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient receiving dilaudid (4mg/ml at 2.2mg/day) and bupivacaine (1mg/ml at 0.55mg/day) via an implantable pump for spinal pain indications. It was reported that the patient call ed in and stated that the pump was malfunctioning and had been acting up for at least 8 weeks. The patient stated they went to fill the pump a week ago monday and the medication that was supposed to be in there from october was still sitting in there last monday but not all of it. The patient stated they replaced that medication and turned it back on but since then it had given them way too much medication and they were itching to death or it was giving them nothing and they were not getting pain relief. The patient mentioned they were hurting real bad and going through withdrawals. The patient stated they were scheduled to have the pump replaced tomorrow but they sent them for a mrsa and a staph test and they came back positive for staph infection so they won't replace the pump tomorrow. The patient stated they went to the emergency room (ER) and the ER couldn't help them, and the ER gave them oral medication. The patient stated their healthcare provider (hcp) was on vacation and the pump will not get replaced until end of january when the hcp comes back from vacation. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative on (B)(6) 2025. It was reported that the patient was experiencing overdose/withdrawal. A dye study was scheduled, but the catheter was unable to be aspirated so the dye study could not be completed. The patient's dose was decreased 50%, and would be decreased again in two weeks before a catheter replacement could be performed.  The catheter replacement was scheduled for (B)(6), 2026. Additional information was received on (B)(6) 2025 from the patient. It was reported that they were experiencing itching over the pump. The patient inquired if it was medical emergency and if they needed to go to the ER. The patient stated that they did not think they would get any help in the ER. It was reviewed that the manufacturer could not provide medical advice and the patient would have to make the decision on their own.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6) implanted: explanted: product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that today the healthcare provider opened the pump pocket and could not find a kink. Based on the patient's symptoms of feeling over medicated when laying down and then having withdrawal symptoms when they are up, they thought it was a positional kink. They decided to implant a new 8780 catheter and tied off the old catheter in the pump pocket. The new catheter was connected to the pump and aspirated with good flow.